Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported vascular dissection which resulted in catheter insertion difficulty could not be conclusively determined.

Event description:
During a ventricular tachycardia, there was vascular dissection. The aorta was punctured for retrograde access to the left ventricle. Mapping was completed with an advisor hd grid catheter with no issues moving the catheter up the aorta. After mapping was complete, the advisor hd grid catheter was exchanged with a tactiflex catheter. However, the tactiflex catheter could not be pushed upwards. An angiography was done in the ep lab showing a dissection of the artery in the groin. The dissection went upwards, explaining the reason the catheter was stuck. Another physician assisted with inserting a sheath, bypassing the dissection. The procedure could then be completed successfully. No further intervention was needed to treat the vascular dissection as the dissection ran the opposite way of blood flow. The physician was not able to confirm the cause of the dissection but does not allege any performance issues with the catheter.